Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting this occurred in the right eye.

Manufacturer narrative:
Further information from the reporter regarding product and patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced intraocular pressure (lop) still well outside of the normal range the day after a xen 45 gel stent implant. Iop was noted as 32mmhg. Paracentesis was performed and event resolved.